Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level below 35 mg/dl. Reportedly, customer did not have a dexcom g6 continuous glucose monitor (cgm) session active at the time of the event due to being out of cgm supplies. Customer was dosing with manual injections for bolus and using pump for basal. Customer received intravenous "sugar water" as treatment for bg and left the ER in stable condition with bg in 140-150 mg/dl range.